Manufacturer narrative:
Additional information was received. The products have now been returned to zimmer (B)(4) and further investigation is ongoing. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. The lot number of the associated device metasul durom, component for femur could not be read as it is still covered with bone. As soon as supplemental information or investigation update become available. An updated report will be submitted. Concomitant products: medical device: zimmer biomet metasul durom, component for femur, cemented, 48/n, ref# 01.00211.148, lot#: unknown therapy date: unknown. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was now reported that the patient underwent a tha with durom components on the right side and underwent a revision surgery after 12 years due to pain, elevated metal ions and metallosis.

Manufacturer narrative:
The manufacturer did not receive the device for investigation. Additional information has been requested and is currently not available. DHR review: the DHR check could not be performed as the lot number was not available. Review of event description: patient is being monitored due to pain, elevated metal ion and metallosis. Review of received data: surgical report : review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Conclusion: since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will reevaluate the case. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was implanted a durom cup on the right side on (B)(6) 2005. A revision surgery is planned for (B)(6) 2017 due to pain, elevated metal ions and metallosis.

Manufacturer narrative:
Additional information was received on (B)(6) 2018. The devices were returned and the result of the visual examination has been made available. DHR review: durom cup. The quality records indicate that these components met all requirements to perform as intended. As the lot number of the retrieved metasul durom component for femur is covered with bone and no lot number information was provided the device history records could not be reviewed. E-mails requesting missing device data information were sent to the complainant, however this information is currently not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: trend has been identified and CAPA was initiated and performed. Event description (event details, per): after approximately 12 years in vivo the components were revised due to pain and elevated chromium ions in blood. Review of received data: review of available information. The documents were received in french language. The author of the report is not familiar with the french language and to review the content an online translation tool was used. Where required a french speaking person was consulted. The content of the documents is summarized below. Ansm form: in section description of the event the following is noted: in 2005: resurfacing hip due to an acetabular fracture. In 2014: pain occurred. X-rays normal. Bio¿ (illegible) chrome ++ in blood. Scintigram with radiation. In section stated clinical consequences pain and chrom... (Illegible) are written. In section conservative measures and actions taken revision in (B)(6) 2017 is stated. Surgical report of implantation, intervention date (B)(6) 2005 clinical history in 2002 the patient had a transversal fracture of the acetabulum and the posterior wall that were not treated surgically which was rather inappropriate. The patient kept a kind of instability. The patient¿s MRI shows the posterior defect. On the head a little irritated zone is visible. All this can explain the pain. The patient feels very restricted, is virtual depressive and has the impression that she cannot do anything; her perimeter of walking is collapsed. She has also pain in the night. The surgeon suggests an approach after ganz with dislocation to investigate the situation. If the cartilage is not poor it is not impossible to reconstruct the posterior wall and possibly reduce all. However, there are always surprises with the cartilage and the surgeon is not sure if the cartilage is sufficient to make a reconstruction. In this case there is still the possibility to implant a resurfacing prosthesis. Resurfacing prosthesis durom (zimmer) cup 54, head 48 mm, metal on meal bearing an approach after ganz with osteotomy of the trochanter is used and the hip is dislocated. Little damage is found in the posterior area of the head and important damage is found in the posterior area of the acetabulum. Effectively, a fibrous zone has been developed. As a conservative treatment might not be efficient and improve the situation and taking into account the age of the patient it is decided to directly implant a resurfacing prosthesis. It is started with the preparation of the femur and a pin is placed. Then the acetabulum is reamed until a femur head size 50. The acetabulum is prepared without much difficulty. In the area where the fracture was a little amount of the bone taken from the femoral head is used as a graft and a durom cup is impacted with seems to have a completely satisfying fixation. Then the head is further prepared (another 2 mm are reamed) and a resurfacing head is cemented using cmw2. A perfect fixation is achieved. The capsule is closed and the trochanter reinserted by three screws. Pathological report signed (B)(6) 2017. Clinical information: revision of a right thp, metallosis two samples where received: sample behind the cup and synovial sample. Conclusion: important histiocyte reaction resorbing metallic material from the articulation of the prosthesis. Healthy osteo medullary tissue. X-rays: there are no x-rays at hand for evaluation. Devices analysis: as-received condition of the explants both explanted components were received in dry condition in a packaging used for steam sterilization. However, the color code of the sterile packaging did not indicate that the components were autoclaved. The bone and other adhering tissue were still inside the femoral component. To allow safe subsequent investigation also the femoral component including all adhering tissue was autoclaved. Visual examination: the durom cup shows sparse remains of bone attachments on the anchoring surface. On the latter coarser and less noticeable instrument scratches along the equator are noticeable. The equatorial fins and the cup¿s rim are slightly damaged as well. Slightly shiny areas can be seen in the three instrument notches. Inspecting the articulation surface by naked eye numerous fine scratches are visible. Under certain light conditions it seems that there are zones free of scratches while in other areas the scratch density is high. In one area coarser parallel scratches directed towards the bevel of the spherical calotte could be detected. The bevel of the spherical calotte was inspected with a low power microscope type leica mz16 a. In the region with the coarser parallel scratches close to the bevel a small stripe of smeared metal or micropits was found on a length of approximately 35 mm. On the bevel some small spots can be observed. These could either be ascribed to cell-induced corrosion or electrosurgery induced damage as described by kubacki et al [1]. At the revision surgery the femoral neck had been cut about 20 mm proximal of the end of the slim stem of the durom femoral component. The bone was sawed by a transversal and a vertical cut. On the slim stem a saw mark can be recognized. The cement partially protrudes the distal end of the head. As far as visible in this area the cement is thicker compared to the opposite side. The articulation surface of the femoral component shows numerous fine scratches. There is a tiny probably metallic smearing close to the pole and an area with parallel scratches close to the component¿s distal end (below the equator). The articulation surface was closer investigated under the light microscope (nikon epiphot) at 200-times magnification with differential interference contrast (dic). There are zones with different scratch density in the loaded area. In the latter the carbides, which protruded slightly in the original surface state, are levelled, while the carbides are still recognizable in the unloaded area. Wear measurement: the wear measurement of the components was carried out on a 3d measuring machine type cmm5, sip geneva. Both wear maps show a possible wear zone which is located rather centered. The one for the cup would match with area of coarser parallel scratches seen on the articulation surface. However, the method to determine the wear requires an unworn area on the same parallel of measurement points. As this requirement is not clearly given it is not possible to determine a wear value. However, the measured diameters of cup and head are still within the manufacturing tolerances. A comprehensive investigation into the experiences of users of durom/metasul ldh systems in the EU was conducted (CAPA (B)(4)). It included a thorough review of literature regarding the clinical performance of mom (metal on metal) devices and the durom cup specifically, interviews with users of the durom cup in resurfacing and ldh (large diameter head) applications, independent radiological analysis of cases, analysis of explants and bench testing. The most probable root cause for the reported revisions for loose acetabular cups was using a surgical technique which differs from the prescribed surgical technique. The results of the investigation indicate that the durom cup, when used as intended, is a safe and effective device and is performing commensurate with industry performance of similar mom devices. As a result of the investigation, a field safety notice (fsn) was issued to all durom acetabular cup surgeons of record outside the u.s. Detailing the results of this investigation and emphasizing the importance of using the prescribed surgical technique. Enhanced surgical techniques were also issued to further emphasize proper technique with an additional warning statement, already documented in the instructions for use which accompanies the devices. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. Zimmer biomet considers the case at hand as closed. Zimmer¿s reference number of this file is (B)(4). References [1] kubacki gw, sivan s, gilbert jl, electrosurgery induced damage to ti-6al-4 and cocrmo alloy surfaces in orthopedic implants in vivo and in vitro, the journal of arthroplasty (2017), doi: 10.1016/j.arth.2017.06.015.